Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was broken from the connection point of the needle and the thread. The needle also did not pass easily through the tissue. In order to resolve the issue and complete the case, the broken sutures were replaced. There was no patient harm.